Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing blood glucose (bg) levels of 40 mg/dl at its lowest. Reportedly, bg level was caused by user error due to the customer delivering the accurate bolus dosing but not eating all of the carbohydrates the food bolus was based on. Bg level was addressed by consuming juice. Recommendation was made to consult with a healthcare provider to discuss diabetes management.